Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation. It was also reported that the patient was having difficulty in charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was disposed per hospital policy.